Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings: investigation revealed a cracked battery compartment alongside and from the top traveling to bumper. The bolus button cover was missing and therefore, bolus button was unable to be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment alongside and from the top traveling to bumper. The bolus button cover was missing and therefore, bolus button was unable to be tested. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 11/02/2015.